Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: 42540000032, persona all poly patella, lot 63014942. 42512000410, persona articular surface, lot 62984061. 42532006701, persona cement stemmed tibial component, lot 63032144. This report is 2 of 4 for this patient: 0002648920-2017-00196, 0001822565-2017-01719, 0002648920-2017-00197, 0001822565-2017-01721. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient was revised after a total knee arthroplasty for unknown reasons.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: palacos r 1x40 single, cat#: 00111214001, lot#: 78414384; palacos r 1x40 single, cat#: 00111214001, lot# 80954425. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.